Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer had no backup insulin therapy available at the time and planned to contact their healthcare provider.